Manufacturer narrative:
The factory has not yet received the device for evaluation, and this complaint is still under investigation.

Event description:
The customer reported that this unit is showing error code 1000 and giving a defib test failure screen alert. There was no report of pt involvement.